Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, incorrect measurement issue was observed on the device. The p-waves were not visible on the transmission because the device could not discriminate the irregular rhythm although there were p-waves. The device identified them as atrial fibrillation (af) and premature ventricular contractions (pvc). Programming changes were made.